Manufacturer narrative:
(B)(4). Eval, results: (vessel morphology). (Device was discarded). Eval, conclusion: (vessel morphology).

Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm and a 3.2 cm common left iliac aneurysm approx one month ago. Vessels were severely tortuous with some thrombus, mild calcification and stenosis. The right common iliac was totally occluded, and the left hypogastric was occluded. The left external iliac was 9 mm in diameter with some proximal stenosis, and the left femoral was 8 mm in diameter. It was reported that a talent converter was attempted to be implanted as the primary device, as the right side was already occluded. The stenosis of the left external was ballooned, but a sheath was unable to be inserted. Due to the vessel tortuosity, which was unable to be straightened out with a wire, the first talent converter (ref MFR# 2953200-2011-01210) device could not be advanced up past the common iliac. The device kinked at the area of the last stent ring and was removed from the pt. Two 16 fr, aneurx devices (16x16x115 and 18x14x75) were successfully implanted in order to open and straighten the iliac. However, a second talent converter (ref MFR# 2953200-2011-01211) device could not be advanced up past the common iliac and also kinked at the area of the last stent ring, and was removed from the pt. A fem-fem bypass was successfully performed. The aneurx stent grafts excluded the iliac aneurysm. Another evar procedure may be attempted at a later date. No clinical sequelae were reported, and the pt is fine.